Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a da error. Boston scientific technical services (ts) discussed the error and completing routine follow-up to confirm no other errors were observed. Additional information was received from the local area field representative indicating no further errors were observed during the device check. No adverse patient effects were reported.